Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have tested positive approximately 20 times with quickvue sars otc since may of 2022. The consumer suspects the results to be false because they have tested negative by molecular (pcr testing) and other rapid antigen assays thereafter. Each consumer event is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.